Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Sales rep reported that the certas indicator tool is not indicating the setting. It appears to be dragging. No patient injury or delay in surgery reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. It was confirmed that the indicator dial was not moving freely between settings. When used in a test fixture, the indicator would only move when an outside magnet was introduced. A review of DHR records was performed and did not find any discrepancies. These devices are 100% tested for functionality prior to release to stock. We are unable to determine what may have caused the condition of the device. However, it is possible that dropping the device could lead to the reported issue. The IFU states: "replace the indicator tool immediately if dropped (or suspected of being dropped) to ensure accurate performance." Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.